Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead caused diaphragmatic stimulation after the patient lost one hundred and seventy pounds. The lead was inactivated, capped and replaced. No patient complications have been reported as a result of this event.